Manufacturer narrative:
Upon receiving the sample and confirmation from the customer that the correct item is 571711, ns-3600-b lite glove 1000/case brand name, originally reported as 3611 lite glove and should be ns-3600-b lite glove 1000/case. Model# originally reported as 31140208 and should be 571711, catalog# originally reported as 31140208 and should be 571711, and the lot# was not originally provided and is 5253105664x.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two decontaminated sample outside of the original package was received and the reported issue was confirmed; there was tearing along the handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that the surgeon reached up to adjust the light (while a patient was in the room) and noticed the glove was split. He took it off and threw it away. They then sterilized the actual handle. An aurora 3 handle was being used with the lite glove.